Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not trigger an alert when it had reached eri. Currently, the battery voltage read 2.44v. The last month check showed 2.45v with no eri alert. It was discussed that the voltage required to trigger the alert on this device may be slightly lower than 2.45v and that the device should be considered at eri at this point. The device was explanted and replaced.

Manufacturer narrative:
The reported diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.